Event description:
Boston scientific received information that this latitude system detected a red alert for high right ventricular (rv) pacing lead impedance from this system which consists of a boston scientific device and atrial lead and a competitive rv lead. Lead impedance measurements with the programmer produced normal results. Additional testing was also performed and normal shock impedance and thresholds were noted. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for testing and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection found no irregularities. The header is completely intact and the leads were fully inserted into the header. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A boston scientific technical services consultant discussed they can only program the pacing configuration to bipolar with this device. The consultant also discussed shock vectors available. They will continue to investigate the issue. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating that this boston scientific device and competitive rv lead was removed from service and replaced without incident. No adverse patient effects were reported.